Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An investigation was performed for the customer issue and included a review of complaint text, troubleshooting, a review of service history, and a review of product labeling. The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and replaced multiple parts. No additional discrepant results have been reported since the replacement of optics assy and degasser. The instrument service history review revealed zero (0) additional service tickets associated with the current complaint. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of product historical data did not identify any trends or systemic issues. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported a false decreased carbon dioxide result when processing on the architect c4000. The following data was provided: sid (B)(6): 22 (initial) and 20 (retest) mmol/l. The customer uses a co2 normal range of 21 to 29 mmol/l. No impact to patient management was reported.